Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device alarmed alternately for low o2 and for high o2". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag.- there is no patient involvement reported. There is no need for any medical intervention reported.- neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.